Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a corpectomy at c5 along with a two level plate at c4-c6. During a routine x-ray some time post op, it was noticed that one of the bone screws backed out of the plate. The patient underwent a revision surgery eight months post-op. During the revision, it was noticed that the locking plate was in the open position. The bone screws at the bottom level were removed and replaced and the locking mechanism was locked in place. No other patient complications were reported.